Event description:
An inquiry was received regarding the use of the helmet leading to cervical spine problem. It was reported that after using the helmet for several years, the wearer is alleging they are occupationally disabled.

Manufacturer narrative:
Additional information has been requested for our investigation. When more details are available, a follow up report will be filed.